Manufacturer narrative:
H6- health effect - impact code: "4629" should be removed and "4627" should be added. H6- health effect - clinical code: "2137" should be added. Claim# (B)(4).

Manufacturer narrative:
PMA/510k: this product is manufactured in switzerland but not marketed in the u.s. Work order search: no similar complaint was reported for units within the same lot. Claim#: (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicm6_12.6 implantable collamer lens, -07.00 diopter, in the patients left eye (os) on (B)(6) 2022. The lens was removed on(B)(6) 2023 due to the patient experienced a refractive surprise. The lens was replaced with a different model but same length lens and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
H3: device evaluation: the lens was returned dry, in a microcentrifuge vial, with residue/debris on product. Visual inspection found the haptics bent, with blood stains on the lens surface. Dimensional verification was performed and the lens was found to be in specification. Refraction (functional) inspection found that the returned lens did not meet original values measured at the time of manufacturing. H6: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim # (B)(4).